Event description:
It was reported to philips that the system was unable to boot. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the suite pc license exchange needs to be carried out and requested onsite support. The philips field service engineer (fse) checked the system onsite and confirmed the evaluation provided by the rse. To resolve the issue, fse replaced the mac address and changed the license file. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.